Manufacturer narrative:
Added information to section h6 (investigation findings) and h6 (investigations conclusions) h11: additional manufacturer narrative: structural valve deterioration (svd) is a logical and expected consequence of the chemical, mechanical, and immunological processes associated with bhv implantation. The common endpoint of all these factors is calcification and degradation. Svd is an acquired condition, intrinsic to bioprosthetic valves, characterized by deterioration of the leaflets or supporting structures, leading to thickening, calcification, tearing, or disruption of the prosthetic valve materials. These changes result in valvular dysfunction manifesting as stenosis and/or regurgitation with a consequent drop in hemodynamic efficacy of the valve. Despite the advancements in the heart valve industry, svd commonly begins 7- 8 years after implantation, with a considerably increased rate in patients with pertinent comorbidities and/or an implant duration of greater than 10 years. Prior investigations and extensive literature review have shown that svd is predominantly related to patient factors and implant duration rather than to manufacturing issues. Events related to device design, manufacturing, or use error tend to manifest at an earlier implant duration. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. Based on the information available, the most likely root cause is patient factors, including an implant duration of 7 or more years and rheumatic disease.

Event description:
Through the review of medical article "treatment of degenerated mitral bioprosthesis using inovare alpha rapid deployment balloon expandable prosthesis - a minimally invasive approach" the following event was identified as pertaining to an edwards device: an 82-year-old patient with a valve model 7300tfx29 implanted in the mitral position underwent a valve-in-valve procedure after an implant duration of approximately twelve (12) years and ten (10) months due to degeneration leading to severe stenosis (area of 1.2 cm2) and reduced leaflet mobility causing central regurgitation. The patient presented with heart failure nyha class ii-iii approximately nine (9) years after implant. However, although she was eligible for mitral valve replacement at that time, she remained on conventional treatment due to her condition's severity during three more years. Before reintervention, the patient presented with chest pain and heart failure decompensation. A 26mm non-edwards transcatheter valve was successfully implanted in replacement. The patient was discharged home in good condition.

Manufacturer narrative:
B4. Date of event the occurrence date is only known as 2020. Thus, (B)(6) 2020 is being used to calculate the minimum implant duration. D6a. If implanted, give date the implant date is only known as 2010. Thus, (B)(6) 2010 is being used to calculate the minimum implant duration. H11: additional manufacturer narrative: the subject device is not available for evaluation as it remains implanted in the patient. The valve-in-valve date is only known as (B)(6) 2023. Thus, (B)(6) 2023 is being used to calculate the minimum implant duration. Article citation: corso rb, nascimento dos santos mv, kalil da silva pina g, carlos ferreira leal j. Treatment of degenerated mitral bioprosthesis using inovare alpha rapid deployment balloon-expandable prosthesis-a minimally invasive approach. Interdiscip cardiovasc thorac surg. 2024 oct 8;39(4):ivae160. Doi: 10.1093/icvts/ivae160. Pmid: 39383172; pmcid: pmc11523006. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.